Event description:
It was reported that during an unspecified treatment procedure, a microcatheter burst. The target lesion details are unknown. A renegade hi flo 135/20 was selected. While the microcatheter was connected to the injector during imaging, the microcatheter burst below 200psi. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was undergoing a hepatocellular carcinoma chemoembolization. The microcatheter burst near the hub.